Event description:
Additional information received from the patient reports history of urinary tract infection was at least one or two per year prior to implant. Uti occurred second week after implant noted on (B)(6) 2016. The patient did not know the cause of the urinary tract infection and noted that "they happen". The steps taken to resolve the return of symptoms was seven days on macrobid. The return of symptoms had not been resolved. The patient took three more days of macrobid reported on (B)(6). The patient report they was not having the best of luck with the implant. Additional information received from the patient over two weeks later reports urinary tract infection prior to implant was about once per year and after implant she was given a five day supply of keflex on (B)(6) 2016. The cause for the reported urinary tract infection was frequency. It was noted that the last two have been a foul odor. Steps taken for uti (urinary tract infection) was antibiotics and more water intake. The patient reported the return of symptoms had been resolved and the patient had started over on the neurostimulator numbers. She was now at .9 . The patient also reported t hat the cause of uti on (B)(6) 2016 was e.coli and was given macrobid for seven days. The uti on (B)(6) 2016 the patient was given seven days supply of cephalexin. On (B)(6) 2016, the patient stopped cephalexin because sensitivities showed that would not work for providence' rettgeri. Took a five day course of ciprofloxin. On (B)(6) 2016, the patient felt great today but disappointed the stimulator was not helping in leaking.

Event description:
Additional information was received from a patient. It was reported the patient had experienced a loss or change of therapy; the caller reported that following the initial call they had two urinary tract infections (uti) back to back at the end of (B)(6), and at that point they had been increasing by 0.1 at a time per instruction. They had decided to go down to 0.8 and start over, and had increased up to 4.4v. The patient had not yet contacted their healthcare provider (hcp) regarding their continued loss of therapy and uti's. The patient also reported that as they had been increasing, the stimulation was uncomfortable all of the time. The patient had felt discomfort in the lower left buttock area, even when they did not increase stim, and noted it was lower than the implant site and it may be related to the stim. They declined troubleshooting and stated they would discuss it with their hcp.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Patient did experience some improvement during the first week after implant however after being diagnosed with uti (urinary tract infection), all over her symptoms returned. Patient was on program 2 at 1.8, however doesn't know how she got to program 2. She does not feel stimulation and the therapy was on. Patient was diagnosed with uti after first week of implant and was on antibiotics for 10 days. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Increased amplitude and the patient does feel stimulation in the correct area (i.e. Bike seat). Patient was going to start with program 1 which was the initial program she was set on and will increase setting as reviewed based on symptom control before switching to a different program. Current setting was 1.3 volts. Event date was (B)(6) 2016.

Event description:
In an additional call from the patient it was reported that the patient was experiencing pain on the right side of the groin opposite to the implant. The pain was reported to have started (B)(6) 2017 and then the pain radiated to the right front on (B)(6) 2017. The patient further reported that it was painful to stand up. After having a CT scan on (B)(6) 2017 "they ruled everything out." The patient reported having a kidney stone for a long time on the right and also reported a urinary tract infection. The patient was assisted with turning the ins off at the patient's request and the patient was advised to follow-up with her healthcare provider (hcp). The patient stated that she wanted to leave the ins off until seeing her hcp later on the day of the call. Patient status is unknown at the time of this report.

Event description:
Additional information received from the patient reported that the uncomfortable stimulation had been resolved. The circumstances that led up to the uncomfortable stimulation were the numbers were too high. There was a visit with the manufacturer representative, and the numbers were adjusted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The circumstances that led to the pain on the right groin/front, kidney stone, and urinary tract infection (uti) occurred in (B)(6) 2017. Patient reported they must have strained their back. Before that, the patient had a uti, but the patient needed to make sure the implantable neurostimulator (ins) was aligned. The steps taken to resolve the pain on the right groin/front, kidney stone, and uti were a urine culture, CT scan, and lower back x-rays. Pain is unresolved and is a pricked nerve. The patient's history of the utis prior to and since implant are as follows: (B)(6) 2016 (diagnosis) and (B)(6) 2017 (diagnosis). Patient does not know the dates of onset, but thinks they might be a few days prior to the diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reports not having any luck with their device, their symptoms aren't being helped. Patient is currently on program 4 at 2.7v and they are just not successful with it. It was reviewed that the patient can increase and decrease stimulation at their comfort level, try different programs, and compare the results. The call center asked if it has helped and the patient said now and then, but now they are at its worst. They are currently feel stimulation. The patient has tried all four programs, but has not noticed anyone of them being more helpful. On (B)(6) 2017, patient went to program 4 at 2.2v, but symptoms were worse. Patient asked if they should decrease stimulation and stimulation sensation was reviewed. Patient was redirected to their healthcare provider (hcp), but then the patient asked if they should increase. Patient was redirected to hcp. What could be related to the issue was the patient went to their hcp with a pinched nerve in their back and was distressed around the fi rst of february 2017. They were in so much pain that night. Scans were performed and the device system was in position. Pain has since been alleviated. Patient added they wished their was a class they could go to regarding their device because they need repetition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-25. The patient saw their healthcare professional (hcp) and manufacture representative (rep) to help resolve their symptoms. They are now receiving effective therapy and are working on the numbers. They are getting better results and are keeping a life again. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported patient codes no longer apply to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.